Event description:
It was reported that during an band adjustment procedure, the surgeon was unable to access port for 2nd adjustment - port rotated 180 degrees and clips retracted. The port was revised. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device was not returned. Device remains implanted.